Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnosis: recurrent disk herniation with foraminal stenosis at level of l4-5. Diskogenic back pain. Failed conservative therapy. Post laminectomy syndrome with previous infection at lumbar diskectomy site. Patient underwent the following procedures: right l4-5 foraminal lumbar interbody fixation with minimally invasive approach with interbody spacer, bmp and local bone autograft. Percutaneous l4-5 pedicle screw fixation, non segmental. Posterolateral arthrodesis, left, with bmp local bone autograft from l4 to l5. Microscope. Fluoroscopy. As per-op notes: traversing root of l5 and exiting root of l4 were identified. Disk was removed. Spacer was size and with bmp and local bone autograft was placed into interspace and distracted. On the contralateral left side, rod was locked under compression. Bmp and local bone auto graft was then placed for posterolateral arthrodesis. No patient complications were reported. Patient underwent lumbar spine 3 views. Findings: images demonstrate placement of pedicle screws bilaterally at l4-5 levels with placement of posterior fixation rods. Interbody graft material is also present. Good hardware and bony alignment. On (B)(6) 2007: patient discharged with following diagnosis: lumbar myelopathy, tobacco addiction, migraines with intractable pain, status post hysterectomy, on hormones. On (B)(6) 2007: patient admitted with following admitting diagnosis: dyspnea and respiratory abnormality. Final diagnosis: poisoning by unspecified drug or medical substance. Review of systems revealed patient positive for numbness, tingling, pain radiating into legs bilaterally and fever. Patient underwent chest, 2 views. Impression: negative. Patient underwent CT head without contrast. Impression: negative. On (B)(6) 2007: patient presented for office visit. On (B)(6) 2011: patient presented with following pre-op diagnosis: right l4 radiculopathy. Status post l4-5 transforaminal lumbar interbody fusion with posterior spinal non segmental instrumentation. Heterotopic bone formation, right l4-5 foramina. Failed conservative management. Patient underwent the following procedures: a right l4-5 removal of heterotopic bone formation. Right l4 extra foraminal depression. Inspection of hardware and fusion. Microscope. Fluoroscopy.

Event description:
It was reported that the patient underwent a posterolateral lumbar fusion at l4-5 using rhbmp-2/acs. Following the surgery, the patient suffered significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed subsidence. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgery. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.